Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional hcp) regarding a patient receiving bupivacaine (16.6 mg/ml) and morphine (30 mg/ml) from an implanted pump. The indication for use was spinal pain. On (B)(6) 2016 the patient was at their first appointment with the hcp and the empty pump alarm was occurring and the pump had been empty since 2016. No patient symptoms were reported. The patient was scheduled to be refilled on 2016-(B)(6). It was noted that the patient had not been refilled since (B)(6) 2015 and the patient had missed a refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.